Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was in backup mode. Technical services attempted to restore the pacemaker but were unsuccessful. The pacemaker was explanted and replaced. The asymptomatic patient was in stable condition.

Manufacturer narrative:
The reported event of device in the backup mode issue was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.